Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 5/6 of her automated peritoneal dialysis therapy. Reportedly, the home patient disconnected from the homechoice machine, forgot to press stop, the machine advanced to the drain cycle and the home patient reconnected. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.